Manufacturer narrative:
(B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that peeling of coating occurred. A 180x25cm fathom¿ -16 was selected for use. During preparation, it was noted that the wire gets a lumpy feeling when it is wet. And, the lumpy coating seems to come off or clump up when touched with fingers. The device did not enter the patient's body. No patient complications were reported.